Manufacturer narrative:
Other applicable components are: product idz: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a lead migration occurred which was confirmed via x-ray imaging; there were no known environmental factors that might have led to this issue. The patient lost their pain pattern coverage. The system was replaced- there was no issue with the patient's ins or second lead but the physician opted to upgrade the ins and lead. The issue was resolved. No further complications reported.